Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were hospitalized due to the diabetes ketoacidosis on (B)(6) 2019. The customer¿s blood glucose was unknown. The customer was treated with the fluids and insulin. Customer declined troubleshooting as this happened almost two weeks ago and it was a bad insertion site. The device will not be returned for the analysis. The device will not be returned for the analysis.